Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.